Manufacturer narrative:
Device p-cap or reservoir locked properly in place. Device received with minor scratched lcd window and scratched case. After battery installation unit gave an unexpected flashing white or blank display followed by an unexpected intermittent beep alarm due to vertical cracked lcd controller. Unable to perform the self test, sleep current measurement, active current measurement, displacement test or verify frozen screen due to display anomaly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a flashing display and countinuously beeping. The customer stated that clock was not advancing and had some minor scratches on the screen. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.